Event description:
This was a vascular intervention case performed in the cath lab to clear a totally obstructed sfa/pop stent. There were two stented segments; one 5mm stent in the proximal sfa and a segment of almost 150mm comprised of 4 stents and covering down to the popliteal. The two segments were separated by an unstented segment of about 80mm. After crossing and doing an angiogram, the physician put a filter wire in place and two full passes for a pilot channel with a turbo-elite 2.0 catheter were done. The physician then started to work with a 7f turbo-tandem and went through the first stent, the unstented segment, and was travelling well though the second stented segment when he felt some resistance and stopped the laser. When he retracted the turbo-tandem he noticed the distal tip from the sheath laser exit to the distal tip marker had become separated from the sheath and were still in the artery. Both the turbo-tandem tip and the filter wire (that also eventually broke off) were retrieved by using snares from above and below. After retrieval, the physician introduced pta the length of the sfa and popliteal and finished the case. The patient is doing well. The turbo-tandem was returned for evaluation and the investigation confirmed that the tip was lased off when the catheter was used without the tip being advanced onto the ramp, there were no issues or nonconformances noted during the internal lot history review.

Manufacturer narrative:
Device evaluation: the visual inspection of the device returned confirmed that the entire ramp, not just the tip, had been lased off. Because the entire ramp appeared to be lased off, it is estimated that the physician was lasing without the tip being advanced on the ramp. It was likely retracted. No manufacturing issue or malfunction of the device was identified.